Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was hot to the touch. At the time of the event the pump was in direct sunlight. Additionally, it was reported that a cartridge leaked. The temperature alarm was successfully cleared and a new cartridge was loaded resolving the issue. Customer¿s blood glucose level was 70-181 mg/dl.